Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - was the product used on the patient? No. - where was the issue identified ? At healthcare facility. - was the issue identified at j&j warehouse ? No.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, it was reported that a mismatch of rfid tag. The code 664h had the tag of code el5ml was noted on the packaging. No adverse patient consequences were reported. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 7/8/2022. H6 component code: g07002 no device returned. H6 component code: c22 - photo analysis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary - photo analysis: visual analysis of the individual image sent to ethicon for evaluation determined that a closed box of ethilon 664h product could be observed, on the outside a label on the plastic packaging, the label is not part of the ethicon product. As part of our quality process, manufacturing records were reviewed for this lot's serial number and manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to the cause of the reported complaint, as the sample was not returned for analysis. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional information about complaints is tracked for potential safety signals through complaint trends as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.